Event description:
It was reported the patient underwent a total hip arthroplasty on (B)(6) 2013 and received a taperloc hip. Subsequently, the patient was revised on (B)(6) 2014 due to infection. All products were removed and replaced with a spacer molda. On (B)(6) 2014, the spacer molds were removed and replaced with an echo bi-metric stem and a magnum tri-spike cup. Subsequently, the patient was revised on (B)(6) 2014 due to dislocation. This dislocation was a result of the version (rotation) of the echo stem. The stem, modular head, and active articulation poly were removed and replaced with an arcos stem and head. Review of invoice history verified the implant and revision surgery dates.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction." This report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2014-07728 /-07729 /-07730 /-07731 /-07732).